Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for the replacement of the right ventricular (rv) lead due to high defibrillation impedance. The lead was explanted. The patient was discharged.